Event description:
As reported by the user facility: reports free flow incident. Nurse reported pump was infusing while in stop mode. Pump was sent to biomed with tubing and drugs while in standby mode. Upon taking it out of standby mode, a drip began at about 35-40 ml/hr even though the start button had not been pressed. Pump was programmed for 2 mike's per kilo per minute; concentration 400 mg in a 250 bag. Pts weight was (B)(6). Witnessed by nurse, pharmacist, and (B)(4) rep. Incident occurred in cardiovascular ICU. No pt injury.

Manufacturer narrative:
(B)(4). B braun medical inc is submitting a single report on behalf of b braun (B)(4) (the MFR), and (B)(4) (the importer). This report has been identified as b braun (B)(4) internal report # (B)(4). The actual pump in the reported incident was returned for eval. The customer also returned the actual tubing set and bags used in conjunction with the pump at the time of the incident. Upon return, the tubing set was observed to be misloaded in the pump. Specifically, the silicone tubing segment which is loaded into the pump channel against the slide guides was twisted two full rotations (720 degrees). This misload condition does not allow the slide guides to properly contact the silicone tubing segment in order to properly regulate flow. In accordance with the instructions for use, the silicone tubing segment should not be twisted during set loading. A label with this warning is also affixed to the inside of the pump door. As an added precaution to aid the user on proper set loading, a line of starts is printed on this tubing in order to provide a visual indication that the tubing is inserted straight and not twisted. Based on the investigation findings, the most likely cause of the reported event was the incorrect loading of the IV tubing segment into the infusion pump. All available info has been forwarded to the device MFR. If add'l pertinent info becomes available, a follow-up report will be filed.